Event description:
It was reported that an unspecified number of syringe 5ml ll tip bulk convenience pak had missing label information or foreign matter before use. The following was reported by the initial reporter: "it was reported that the lot# was missing. Verbatim: this report is to make bd aware the trend of bd pharmacy tray quality issue. Please see details as below. Quotei would like to make you aware of a possible manufacture defect trend observed. We have noticed multiple syringe trays from bd with missing variable data information on packaging. I would also like to make you aware of one occurrence, where hair was found inside the sterile barrier. I have listed the most recent occurrence below. Please feel free to review the spreadsheet at your convenience."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-06-01. H6: investigation summary our quality engineer inspected the samples submitted for evaluation. The reported issue was confirmed upon inspection of the samples. Bd determined that the indicated failure was most likely attributed to tyveks becoming attached to each other as they went through the label printing process, and the incorrectly labeled product making it through operator inspection. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. A device history record review could not be performed because a model or lot number was not provided by the customer. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of syringe 5ml ll tip bulk convenience pak had missing label information or foreign matter before use. The following was reported by the initial reporter: "it was reported that the lot# was missing. Verbatim: this report is to make bd aware the trend of bd pharmacy tray quality issue. Please see details as below. Quotei would like to make you aware of a possible manufacture defect trend observed. We have noticed multiple syringe trays from bd with missing variable data information on packaging. I would also like to make you aware of one occurrence, where hair was found inside the sterile barrier. I have listed the most recent occurrence below. Please feel free to review the spreadsheet at your convenience."